Manufacturer narrative:
One 8 fr angio-seal sts plus device was returned for evaluation. The device was returned with the hemostasis sheath and carrier tube assembly. No other accessory components were returned for analysis. Visual inspection revealed that the there were no anomalies noted with the hemostasis sheath. The carrier tube assembly was separated into two pieces. The deployment sleeve was in the rear lock position with the color bands fully exposed. The anchor and collagen were still present at the distal end of the carrier tube. The carrier tube was exposed from the sheath. No other anomalies were noted. Functional testing was not conducted due to the state of the returned device. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. Based on the investigation results it is likely that the device was not placed in the full forward lock position or an obstruction to the anchor posting to the distal tip. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that when the angio-seal sheath was in place the doctor advanced the bypass tube, clicked it into place, deploying the anchor, and then pulled it back for the second click, locking anchor into place. As he pulled it back the entire device came out of the patient, leaving the arteriotomy open and leaking blood. The doctor then had to hold manual pressure and was concerned the anchor and other components may have migrated into the artery. It was found that the anchor had never deployed out of the bypass tube and everything remained in the bypass tube. The blood loss was less than 250cc. Additional information was received on march 20, 2019. The procedure being performed prior to the use of the angio-seal device was a percutaneous coronary intervention (pci). A 7fr sheath was used. After the steps to set the anchor and after confirming clicks to lock in place, while pulling back the entire device came out of artery. The suture, anchor and collagen were not visible, so they manually checked the delivery tubes contents and confirmed all components were visible. The suture was never visible. The patient was reported to be in stable condition. The procedure outcome was successful and hemostasis was achieved by manual compression.